Event description:
It was reported that pump screen was dark and would not turn on, with red light blinking around button and no vibration. There was no adverse impact to the customer's blood glucose level. Customer followed multiple button press and charging instructions without success, arranged to use backup insulin pump, and pump was confirmed in warranty and set to be replaced, with customer instructed to put malfunctioning pump into storage mode, program settings and reconnect continuous glucose monitor on replacement pump, and return faulty pump using prepaid label.